Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: tubes from this batch cause excessive suction, so that the liquid rises above the suction line indicated on the tube itself.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-08. H.6. Investigation summary: bd did receive one photograph and 33 samples from the customer in support of this complaint. An evaluation of the photograph was performed and revealed a tube with acceptable draw volume level. Additionally, 20 customer returned samples were functionally tested and the issue of overfill was not observed all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned samples test results and photograph provided. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: tubes from this batch cause excessive suction, so that the liquid rises above the suction line indicated on the tube itself.